Event description:
Panoptix lenses placed in eyes during cataract surgery. After second surgery, I am unable to drive at night due to concentric glare from oncoming headlights, my ability to reading is seriously impaired, constant glare from lighting and haze impairing vision. After being evaluated by another eye surgeon, I have had one panoptix lens removed and I'm having the other implant removed in (B)(6) 2022. Panoptix sold me on a (B)(6) product that can cause serious damage. They claim in their literature only 1% failure rate. When talking with the new surgeon, she said, "we don't know who will experience eye damage." Additionally, they claim patients will never need to wear glasses. Due to the damage, I'm wearing reading glasses and nothing can remove the glare and haze I experience. FDA safety report ID # (B)(4).